Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead showed episodes of over sensed noise without impedance changes. Doing isometrics, the noise was observed without being over sensed, but the specific cause was not able to be determined. The device was reprogrammed, and the patient has had more episodes since last follow up, therefore is being monitored. The system remains in service. Additional information was received mentioning that noise is still being seen on both channels, but the patient now reported beeping tones and there was a low, out-of-range (oor) pacing impedance alert. The beep for oor measurements is programmed on. It was recommended to turn the beeping off. The system remains in service at this time, but they plan to refer for lead extraction and replacement. No adverse patient effects were reported. Additional information was received mentioning that this right ventricular (rv) lead has been explanted, with a fracture allegation, at a surgical intervention. The lead will not be returned as it was retained by the customer. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead showed episodes of over sensed noise without impedance changes. Doing isometrics, the noise was observed without being over sensed, but the specific cause was not able to be determined. The device was reprogrammed, and the patient has had more episodes since last follow up, therefore is being monitored. The system remains in service. Additional information was received mentioning that noise is still being seen on both channels, but the patient now reported beeping tones and there was a low, out-of-range (oor) pacing impedance alert. The beep for oor measurements is programmed on. It was recommended to turn the beeping off. The system remains in service at this time, but they plan to refer for lead extraction and replacement. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead showed episodes of oversensed noise without impedance changes. Doing isometrics, the noise was observed without being over sensed, but the specific cause was not able to be determined. The device was reprogrammed, and the patient has had more episodes since last follow up, therefore is being monitored. The system remains in service. Additional information was received mentioning that noise is still being seen on both channels, but the patient now reported beeping tones and there was an out-of-range (oor) pacing impedance alert. The beep for oor measurements is programmed on. It was recommended to turn the beeping off. The system remains in service at this time. No adverse patient effects were reported.